Event description:
The patient had a chronic total occlusion (cto) of the sfa with previous stent placement from a previous intervention. The stent had been implanted for several years. The cto was crossed with standard interventional technique. The lesion was ballooned and ultimately the silverhawk lxm was used to treat the disease. A lumen was created with sluggish flow and a clot appeared to be present. After several passes with the silverhawk lx-m, the device was removed and cleaned. An angiogram showed sluggish flow and apparent clot. A second set of passes was attempted. After this usage of the silverhawk device, an angiogram confirmed no improvement with apparent clot present. The physician decided to stop the procedure and noted that the patient would require bypass surgery. An angio was not taken down to the foot after the second usage of the silverhawk device. Approximately one hour later the physician noted that the foot was very white.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was not available.